Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01742. The patient received her scs system, including two percutaneous leads, on (B)(6) 2011. It was reported that after the patient balances stimulation in a program, the amount of stimulation and area he feels stimulation will change over the course of an hour. The stimulation allegedly must be adjusted continuously throughout the day. The patient reported he must turn the right leg stimulation all the way down to get the level needed in his left leg, but after an hour he only feels stimulation in his right leg and not his left. The patient was scheduled to meet with his physician for reprogramming. No further information is available at this time.